Event description:
It was reported that episodes of noise reversions were noted on the patient's ventricular lead. No intervention was performed. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
Further information was requested but not received yet.